Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft was implanted in a patient for the endovascular treatment of a 50mm thoracic aortic aneurysm with dissection. No endoleak was noted at the end of the procedure. It was reported two days post the index procedure the patient complained of chest pain. A CT showed a type b dissection with the entry point noted to be around the proximal edge of the valiant with no endoleak observed. An emergency intervention procedure was carried out. Zone 1 of the aortic arch was debranched, two non-mdt (gore c-tag) devices were implanted from below the left common carotid artery and tevar completed. The event was reported to be resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.